Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged at approximately 56.5cm to 64cm from the strain relief. The shaft was not completely separated and the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter detachment occurred. A renegade hi-flo kit was selected for use. During preparation, when the device was pulled out from the hoop, it was noted that its outer lining of the catheter was pulled apart. The device did not enter the patient's body.